Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias by laparoscopic surgery and an umbilical hernia. It was reported that after implant, the patient experienced pain, infected mesh, recurrence, and mesh contraction into a ball. Post-operative patient treatment included revision surgery, hernia repair with new mesh, and mesh removal.